Manufacturer narrative:
(B)(4).

Event description:
It was reported that a start sensor message occurred. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a start sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.